Event description:
It was initially reported that the physician's handheld was having problems turning on and off. The office has trouble turning the handheld on and once on they have trouble turning it off. It was unknown when this issue began and it did not resolve with a hard reset. The office did not have any additional information to provide. Good faith attempts for product return have been unsuccessful to date.